Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/(B)(6).

Event description:
It was observed that during the device inspection, the fiberscope exhibited insertion section soft tube coating had peeled. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to e1 establishment name and the legal manufacturer's final investigation results. Based on the results of the investigation, the coating peeling was likely caused by stress of repeated use, external factors, or handling; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.